Event description:
As reported by the user facility ((B)(6)): alarmed low battery: ventilated patient with labile blood pressure requiring an infusion of noradrenaline to support his blood pressure. Pump checked at 22:00 hrs and the screen was found to be frozen. Attempts were made to change the rate of the infusion but they failed. It was decided to move the syringe to an alternative syringe driver in the same stack, but the pump would not release the wings of the syringe. The shift leader remained with the patient as the blood pressure fell gradually and the bedside nurse went to draw up a further noradrenaline infusion. The patients blood pressure fell to 72 systolic at the lowest. Reference MFR # 9610825-2013-00052.